Event description:
Groshong cv catheter inserted. Pt received two chemotherapy treatments, but catheter was leaking. Catheter split upon attempt by surgeon to replace to remedy leak situation. Replacement catheter package did not contain sufficient parts to repair catheter so it had to be removed. Pt is suffering prolonged pain and damage to surrounding tissues where chemo drug leaked and is trapped under skin (left subclavian). Area remains inflamed where drug leaked and is still painful after 4 weeks post incident.